Event description:
The article, "prospective evaluation of a simplified discharge and temporary pacing algorithm after transcatheter aortic valve replacement", was reviewed. This is a research study to evaluate a novel electrocardiogram (ECG)-based algorithm for discharge and the use of temporary pacemakers (tpms) in pacemaker-naive transcatheter aortic valve replacement (tavr) patients. The devices included in the study were portico/navitor and evolut. The article concluded that a discharge algorithm based on pre- and immediate post-procedure ECG in ppm-naive patient undergoing tavr, including a high threshold for tpm insertion, enables post-implant dishcarge planning in most cases and significantly reduces the use of tpms without compromising safety during hospitalization or after discharge. [The primary and corresponding author was henrik nissen, department of cardiology odense university hospital j. B. Winsløws vej 4 5000 odense denmark, with corresponding e-mail: henrik.nissen@rsyd.dk.] This study included ppm-naive patients undergoing femoral tavr procedures from 01 january 2020 to 29 may 2024. A total of 664 patients were included in the study, of which an unknown amount received an abbott device. The average age was 80.8 years. The majority gender was male. Comorbidities included obstructive lung disease, hypertension, peripheral artery disease, diabetes, ischemic heart disease, right bundle branch block, left bundle branch block, atrial fibrillation, heart block, and prior stroke.

Manufacturer narrative:
Summarized patient outcomes/complications of navitor were reported in a research article in a subject population with multiple co-morbidities including obstructive lung disease, hypertension, peripheral artery disease, diabetes, ischemic heart disease, right bundle branch block, left bundle branch block, atrial fibrillation, heart block, and prior stroke. Complications reported included stroke, heart block, bleeding, atrial fibrillation, arrhythmia, anemia, hypertension, bradycardia, unspecified infection, movement disorder, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: prospective evaluation of a simplified discharge and temporary pacing algorithm after transcatheter aortic valve replacement. B2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.